Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer experienced a low blood glucose (bg) of 42 mg/dl; cause not known. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue and to ensure back up therapy was obtained; however, no response from the customer was received.